Event description:
Boston scientific received information that this lead displayed loss of capture (loc). The lead was discovered to have perforated the patient's heart. The patient was seen for a revision procedure where the lead was explanted and replaced. The lead was returned for analysis. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities associated with the clinical observations.